Event description:
A physician was implanting an everflex entrust for the treatment of a lesion in the left superficial femoral artery. The lesion was concentric and multifocal. There was no calcification or tortuosity.  The device was prepped as per the IFU with no issues identified. There was no resistance encountered during advancement of the device.  It was reported the stent deployment system stopped working in the midst of the procedure and the remainder of the stent was deployed by force but pulling back the outer sheath by hand. The physician was able to release the stent about 5cm without any resistance. Then the released device clicked and the wheel spun. Further release was no longer possible. Physician continued to turn the wheel anyway and manually pulled the device out of the lock under a lot of tension. Because the stent was anchored in the vessel, deployment of the stent was possible (without breaking), but with an increase in length. The stent was released at the target lesion. Break of the proximal shaft was also reported. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the red safety tab out of the device, there was no stent returned with the device, the device was confirmed from the strain relief as 120mm, kinks were observed on the silver outer sheath at approx. 19.5cm, 21.5cm and 23.5cm from the distal end of the device and at approx. 14cm from the strain relief, the handle was dismantled, and the pull cable was found to be broken away from the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.